Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: a picture of the reported device was provided. The tibial alignment ankle clamp fractured at one of the flippers. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the root cause of the reported fracture could not be determined as the device was not returned. Ncr and CAPA were opened to perform a root cause investigation. CAPA was closed. Root cause description: design review procedure(s) in place at the time of device development were not comprehensive enough to identify all potential failure modes. Not all potential failure modes, including those initiated by forseeable misuses of the device, were identified and mitigated at the time of device development. The material selected was inadequate for designed use. Action description: the design review procedure has been implemented to provide requirements for rigorous design review of all new products. Create a dfmeca and a risk table to identify and mitigate the all potential failures modes. Change the current material to a more appropriate material for the designed use.

Event description:
Broken triathlon ankle clamp assembly during removal from patient in surgery. No replacement device required and no additional time required in operating theatre.

Event description:
Broken triathlon ankle clamp assembly during removal from patient in surgery. No replacement device required and no additional time required in operating theatre.